Event description:
The device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female of unknown origin (age not provided). The patient was taking humalog (insulin lispro) for treatment of an unknown indication via humapen ergo teal/clear pen body with a clear cartridge attached. On 05-mar-2007, the humapen ergo teal/clear pen body with a clear cartridge holder attached was reported to be not working. The insulin was not coming out. The volume of insulin was still all the way up at the top and the patient had been using it for almost a month. It was reported that the patient apparently had no insulin for most of that time. Upon return of the device, the manufacturer found two broken clear cartridge holder engagement tabs. Another manufacturer's insulin cartridge was returned with the device. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with cid00483247 (lot 0501a01). The user of the device and the user's training status was not provided. The general device model duration of use and the problem device duration of use was not provided. Use of the device was discontinued, and the device was returned to manufacter. Update 03-apr-2007: additional information received 28-mar-2007 via product complaint foullow-up action item. Added lss summary to device qc info button. Updated device ius field, and EU/ca fields. Updated narrative to reflect origin of other manufacturer's insulin cartridge.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Evaluation summary: the actual complaint device (lot 0501a01, manufactured january 2005) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears to broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." There is evidence of improper use. The user was not using a lilly manufactured insulin cartridge. Using another manufacturer's insulin cartridge can result in inaccurate doses. The engineering investigation concluded the engagement tabs was damaged while in the field. Tool marks were found on the engagement tab base and engagement tab surface breaks. The marks are consistent with a tool such as a mill file.